Manufacturer narrative:
Diopter: +20.00. Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method: lens work order search. Results: a lens work order search revealed no similar complaint within the work order. A visual inspection of the returned product found one plate haptic has small tear. Lens was returned in liquid. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon attempted to implanted a cc4204a +20.00 diopter collamer single piece lens in the patient's left eye. The capsule ruptured prior to inserting the nanoflex lens. The lens was inserted half way when the surgeon saw that it was not going to hold the lens, decided not to use it and removed the lens. The surgeon decided to implant a 3-piece lens. It was a small capsule tear and no vitectomy performed. The lens had nothing to do with the ruptured capsule. The patient's vision outcome is great.

Manufacturer narrative:
(B)(4).